Manufacturer narrative:
It was reported that the rotaflow drive gives an head error during use. The unit was exchanged during use with no consequences for the patient. A getinge field service technician investigated the affected rotaflow drive with s/n (B)(4) on 2021-03-05 and was unable to reproduce the reported "head error". The rotaflow drive is back in use. Thus the reported failure "head error " could not be confirmed. However the failure mode "head error" can be linked to the following most possible root causes: the head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. The device history record (DHR) of the rotaflow drive (material: 70102.2161, serial: (B)(4)) was reviewed on 2021-03-11. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. In order to avoid re-occurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in (B)(6). It was reported that the rotaflow drive gives an head error during use. The unit was exchanged during use. The unit was exchanged during use with no consequences for the patient. No indication of actual or potential for harm or death has been reported. Complaint: (B)(4).